Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. With this supplemental the type of reported complaint was corrected to product problem.

Event description:
It was reported the nmt solution could not be calibrated after multiple attempts so the patient's neuromuscular blockade could not be monitored during general anesthesia. There was no report of actual harm associated with this complaint.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(4). E1: reporter phone# : (B)(6).